Event description:
It was reported that during a lap cholecystectomy procedure, the device was closed plastic to plastic to fire on the cystic artery however the clip would not form properly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: info anticipated, but unavailable at this time.